Manufacturer narrative:
1. No sample was returned, no defective pictures were returned; 2. Review batch record information, 1) the complaint lot#2259586 was produced in the prn automatic assembly line, the production date is 2022-10, and the m860 packaging machine was packaged in 2022-10, and the batch of products totaled (B)(4). 2) check the process inspection and shipment inspection report of this batch of products. The test results meet the product standards and there is no abnormality. 3) check the production records and machine maintenance of this batch of products, and there are no abnormalities, deviations or rework activities. 3. Performed the function test for the retained sample of complaint lot, the test result is pass , see the attachment2 -test report of retained sample , attachment1 -test video of retained sample. 4. Root cause cannot be confirmed, the plant continues pay attention to this defect. H3 other text : see narrative.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd prn adapter leaked the following information was provided by the initial reporter; (B)(6) patient returned to the room from surgery, replaced the tee to connect the single-use heparin sodium, during infusion the heparin sodium rubber tip connection leaked, resulting in a waste of medication, no other harm, given to replace the new single-use heparin cap after the infusion is normal.